Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify if there was any post-operative change in the patient's care as a result of the events that occurred? No. You have stated that the patient is "stable and in hospital now". Has the patient's hospital stay been extended due to the event? No.

Event description:
It was reported that during the thoracoscopic resection of esophageal cancer, after fired, found no staples. The patient lost about 100 ml blood. Suture was used to stop and sew the wound. Surgery delayed 2 hours. The patient is stable and in the hospital. There were no patient consequences reported.